Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 1.0 mg/ml concentration at 0.0064 mg/day, clonidine, 316.0 mg/ml at 2.01 mcg/day dose and bupivacaine 27.0 mg/ml concentration at 0.172 mg/day via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that patient went to hospital to have a drug change on tuesday. The husband thought the new medication was dilaudid. By thursday and patient was having symptoms and came to their emergency room (ER) since there were no beds at hospital. They were asked to stop the pump and the local rep advised them to place a magnet over the pump for a max of 48h. The hcp wanted to know if the pump was stopped and if it would stay stopped if they removed the magnet. Per hcp notes, patient was "feeling goofy". Patient stated having increased medication symptoms. No environmental/external/patient factors that may have led or contributed to the issue were reported. For diagnostics/troubleshooting, the hcp had tried many different things and nothing seemed to be helping. Pump was placed in minimum rate. Even though it was explained the pump could be damaged if magnet was on pump for extended periods of time. Family and patient voiced understanding and wanted pump explanted. At the time of this report, it was unknown if the issue had been resolved and patient status was alive- no injury. Surgical intervention did not occur and it was unknown if the intervention was planned. No further complications were reported. Additional information was received from a manufacturer representative on 2018-sep-14. It was reported that the symptoms were overdose symptoms, and they were not sure if the symptoms were caused by the pump or catheter, so the family wanted to have the pump removed. The representative was called to turn the pump to minimum rate and the patient was sent to their managing physician's hospital as soon as possible. The representative was not sure what next actions would be taken and had no further information as she was not associated with the patient or managing physician.